Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The catheter shaft had separated from the strain relief, but the catheter tip was found to be intact on the catheter body. The separation occurred to misalignment of the catheter parts during molding. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the catheter detached from the junction within the patient. The tip was retrieved.